Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had an error e226. The issue occurred during therapeutic lapacolle procedure. The procedure was completed with the same device. There were no reports of patient harm.